Event description:
It was reported that during a device upgrade procedure, a cut in the insulation of the rv coil portion on the proximal trifurcated part of the lead was observed. The patient was asymptomatic. No electrical anomalies were detected. It was undetermined if the cut was caused during the procedure or prior to the intervention. The lead was capped and replaced. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.